Event description:
Follow up identified the patient's scs lead was explanted and replaced. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs stimulation was no longer effective. A company representative met with the patient and reprogramed the patient's scs system, but the issue reoccurred. In addition, during the reprogramming the representative observed multiple lead contacts with high impedance. Surgical intervention may be taken to address the issue.